Event description:
A caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for performing a pump reset, and the caller successfully completed the reset without encountering the error code again, allowing them to start a new sensor session.